Event description:
There were only 9 gauze rf in the pack (supposed to be 10).

Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 2/16/2024 reporting that there were only 9 gauze rf in the pack (supposed to be 10). The sample was returned for evaluation. A supplier corrective action request (scar) was issued to the gauze supplier covidien. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (#(B)(4)) was received on 2/16/2024 reporting that there were only 9 gauze rf in the pack (supposed to be 10). The sample was returned for evaluation. A supplier corrective action request (scar) was issued to the gauze supplier covidien. The returned response stated, "based on the information provided in the event and photo, the most likely cause of the event could not be determined. Common sequences of events and contributing factors that can lead to this event are documented in the covidien risk management file, which include causes due to a manufacturing defect. While it is impossible to determine an exact root cause for this reported quantity discrepancy defect, it is possible that this defect occurred during the handling of the gauze product throughout the distribution channel where the product is outside of our control. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Further action was not required/taken, the event had foreseen risk and is included in a data monitoring plan.". The true root cause could not be determined, the supplier stated that potential root causes included manufacturing error or handling of the product outside of their control. Deroyal production records were reviewed, no issue was found. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 2/16/2024 reporting that there were only 9 gauze rf in the pack (supposed to be 10). The sample was returned to deroyal for evaluation, however due to the fact that the sample was contaminated, the supplier opted to utilize a photograph for evaluation. A supplier corrective action request (scar) was issued to the gauze supplier covidien. The returned response stated, "based on the information provided in the event and photo, the most likely cause of the event could not be determined. Common sequences of events and contributing factors that can lead to this event are documented in the covidien risk management file, which includes causes due to a manufacturing defect. While it is impossible to determine an exact root cause for this reported quantity discrepancy defect, it is possible that this defect occurred during the handling of the gauze product throughout the distribution channel where the product is outside of our control. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Further action was not required/taken, the event had foreseen risk and is included in a data monitoring plan." The true root cause could not be determined, the supplier stated that potential root causes included manufacturing error or handling of the product outside of their control. Deroyal quality control specialist reviewed production records; no issues were found. Deroyal quality control specialist checked inventory on hand, item number 901431 lot 230111at, there were no stacks of gauze found with incorrect quantites. This investigation is complete at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.